Manufacturer narrative:
The ge svc rep conducted an onsite investigation. The power supply was adjusted. The system was tested and operates as intended.

Event description:
The customer reported that the system displayed a communication failure error message. No pt injury was reported.